Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/08/2020. Additional information: d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot mmm167, and no non-conformances were identified. Additional h3 investigation summary: one opened sample of product code vcp460 was received for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices were involved in this single procedure? 2 devices were reported. Device return status/follow up? The device has been received at (B)(6) and will be shipped. Please check rmao. No further information will be provided. Note: events reported in 2210968-2019-90440.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and suture was used. During the procedure, when pulling the suture slightly after putting the first stitch, the suture was detached from the needle. There were no adverse consequences to the patient. No additional information was provided.